Event description:
An initial event notification was received by sequel med tech, llc on 27-may-2026 and forwarded to millyard advanced medical products, llc on the same day. The user reported that on the evening of (B)(6) 2026, their glucose elevated to 478 mg/dl. The user subsequently removed their cleo 90 infusion site and observed that the cannula was bent. A new infusion site was placed and the user's glucose reportedly decreased into the 200 mg/dl range; however, after eating breakfast on (B)(6) 2026, the user reported their glucose increased again, to 300 mg/dl. The user denied any lifestyle changes but admitted that they had been stressed recently. The user was advised to change their infusion site again, and if the issue did not resolve, to change the twiist cassette and infusion set tubing as well. Reportable information was received by sequel med tech, llc on 05-jun-2026, stating that changing the infusion site did not resolve the user's hyperglycemia and they ultimately presented to the hospital on (B)(6) 2026. The user received insulin, following which, their glucose decreased. The user was discharged the same day and had resumed insulin therapy on their twiist pump. The user remains ongoing on their twiist pump.

Manufacturer narrative:
Based on the information available for assessment, a relationship between the twiist automated insulin delivery (aid) system and the reported event cannot be determined. Investigation into the reported event remains ongoing and a supplemental report will be filed once results are available. The current version of the twiist aid system user guide provides information regarding potential causes of hyperglycemia and ways to prevent it. Users are also instructed to have a backup insulin therapy available at all times. The cleo 90 infusion set is distributed by millyard advanced medical products, llc, for use with the twiist aid system. No components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, for further investigation.